Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received a compromised force sensor system. The customer¿s blood glucose level was 99 mg/dl. The customer also stated that insulin pump was shut off. The insulin pump will be returned for analysis.

Manufacturer narrative:
Compromised force sensor alarm during the basic occlusion test due to moisture damage on fsr. The insulin pump passed displacement test, self test, off no power test and all operating currents tested within the specific range. The insulin pump was monitored and tested with no blank display noted.